Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed and the keyboard was stained. Further analysis was performed on the heart lead flex. This analysis found that a diode component on the flex assembly caused the ventricular channel failures.

Event description:
It was reported the biomed was doing preventive maintenance and accidentally saw that the vpace (ventricular pace) and vsense (ventr icular sense) led (light emitting diode)were illuminating together. The atrial output was turned to zero and vsense was turned to async. Vsense led did not come on at approximately 10 mv (millivolts) and the sense intermittently came on. Sensitivity was tested with a sigma pace 1000 tester and ventricular sensing was in spec but sense led did not illuminate. Device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.